Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. Patient underwent successful aortic valve replacement with an edward's valve. The patient required a re-sternotomy on the same day for bleeding from the right atrial appendage and cardioplegia site with a general coagulopathy. She remained ventilated for two days, but after extubation, shortly before it was time for her to return to the ward, she sustained a cardiac arrest with pulseless electrical activity. External massage was commenced followed by internal message after an emergency re-sternotomy. Cardiopulmonary bypass was instituted as an emergency to rest the heart. The pulmonary artery was explored to exclude a pulmonary embolus, which was not present. Despite multiple attempts to wean the heart from bypass, it proved impossible. The heart was globally akinetic and would not take over the circulation. There was severe metabolic acidosis which could not be adequately corrected and eventually all resuscitation attempts were abandoned. According to the surgeon, the edwards device did not cause or contribute to the patient's death.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned through follow-up with the health care provider that the device did not cause or contribute to the patient's death. The additional information was reviewed and it was determined that this is not a reportable event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.10 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.